Event description:
The physician states that a 50 year old female presented for esophagaeal ligation on 12/1/93. The pt had previously had several scleeeeerotherapy treatments. The physician placed the overtube coaxially with a 44f dilator and had difficulty positioning the tube. The pt's head was tilted and intubation was completed. Aaafter the banding procedure, the physcian noted endoscopically, a 2-3 cm pouch as he withdrew the scope. Because of the difficulty placing the overtube, a contrast study of the esophagus was performed anad a small esophageal tear was noted. The pt was transferred to another facility where the tear was surgically repaired. The pt was discharged within a week and no further complications were reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.